Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR report #: 2134265-2009-00462. Post market surveillance study. It was reported that 266 days following a coronary artery drug eluting stenting treatment procedure, the pt developed in-stent restenosis. The pt presented for the index procedure with an acute myocardial infarction. The target lesion was the de novo, 2.5x55mm, 100% stenosed lesion of the distal circumflex. Treatment consisted of predilation with a 2.75x12mm balloon, placement of two overlapping taxus express2 drug eluting stents (2.75x32mm and 3.0x32mm), and post dilation resulting in 0% residual stenosis. The stents were confirmed to be well positioned and well apposed by intravascular ultrasound. The pt was discharged 10 days post procedure on asa and plavix. Follow-ups at 30 days and six months revealed no issues. At the follow up visit on day 266, there was no issue on the angina assessment; however, coronary angiography showed a 75% in-stent restenosis of the distal circumflex. Treatment of the in-stent restenosis was performed on day 322 and consisted of balloon angioplasty and placement of a taxus express2 drug eluting stent result in 0% residual stenosis. At the one year follow up, no issues were noted.